Manufacturer narrative:
A deployed stent was returned for analysis. Visual examination of the returned stent revealed that there were no issues with the retrieval loop at one end of the stent. However, a stent wire was broken at the other end of the stent. No other issues were noted with the profile of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was diagnosed with cancer. The indication for the stent placement was for treatment of a malignant stricture within the distal third of the bile duct. The patient¿s anatomy was reported to not be tortuous and it had not been dilated prior to stent placement. In addition, the endoscope was not in a retroflex position and its working channel was reported to be 4.2 mm in diameter. During the procedure, the stent was advanced out of the endoscope and deployed within the patient. However, when the physician repositioned the endoscope, the stent was attached to the endoscope and moved with the scope. The endoscope was removed from the patient and the stent was found trapped within the ¿output from the endoscope working channel.¿ upon examination, it was noticed that the stent retrieval loop wire was stretched and damaged. The procedure was completed with another wallflex biliary rx partially covered stent system. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was diagnosed with cancer. The indication for the stent placement was for treatment of a malignant stricture within the distal third of the bile duct. The patient¿s anatomy was reported to not be tortuous and it had not been dilated prior to stent placement. In addition, the endoscope was not in a retroflex position and its working channel was reported to be 4.2 mm in diameter. During the procedure, the stent was advanced out of the endoscope and deployed within the patient. However, when the physician repositioned the endoscope, the stent was attached to the endoscope and moved with the scope. The endoscope was removed from the patient and the stent was found trapped within the ¿output from the endoscope working channel.¿ upon examination, it was noticed that the stent retrieval loop wire was stretched and damaged. The procedure was completed with another wallflex biliary rx partially covered stent system. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.